Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose event on (B)(6) 2026 and the patient was treated with manual injection and bolus. No further information is available.